Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error code) and through hearing. Te231008 (o2 valve leak). The device log files (service log, error log, event log) were provided to hamilton. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error code) and through hearing. Te231008 (o2 valve leak). The device log files (service log, error log, event log) were provided to hamilton. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.